Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision at all distances despite good visual acuity in clinic. Additional information was received indicating that the iol was removed approximately 2 months after the iol was initially implanted. Additional information has been requested.